Manufacturer narrative:
(B)(4).

Event description:
It was reported that doctor failed to fire stapler while using on patient. There was no abnormality in finishing the patients skin suture after replacing and using the medical device.

Event description:
It was reported that doctor failed to fire stapler while using on patient. There was no abnormality in finishing the patient's skin suture after replacing and using the medical device. Additional information received indicates there was no harm to the patient. The condition of the patient was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers found from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.